Manufacturer narrative:
(B)(6) 2018. The problem was addressed by running the unit in diagnostic mode. The device passed specification testing after performing diagnostic mode tests. The device was not returned to (B)(4) , therefore a root cause could not be determined.

Event description:
It was reported that the ventilator displayed a ventilator inoperable error. There was no patient or user harm reported. The event date was not specified, estimate used.